Event description:
Material: 302995. Lot: unknown. It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6)2024. Site name/location: (B)(6). Level of harm: no apparent harm - reached the patient/person ahs optional report to cmdsnet (health canada): incident details: 10cc syringe failed when administering rocuronium. Who was affected? Patient. Rcc received a complaint via email. Device information device name/description: syringe luer lock tip 10ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 302995. Serial or lot number: unknown. Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: 308-302995. Was the device retained? No. Additional information provided: this may add to your investigation: situation was a rapid sequence induction. 100mg (10cc) rocuronium in a 10cc bd syringe. IV push. The syringe cracked along the length of the barrel, causing the medication to spray onto the stretcher and not into the IV tubing. Harm: caused delay because a second syringe needed to be drawn up for administration (about 2-3 minutes). Pt was successfully intubated without apparent complication. My suggestion is the test rocuronium pushing through these syringes. Is it something with the ph? Temperature (I believe the medication is stored refrigerated) or some combination of that? Additional response received on 31-12-2024. No apparent harm - reached the patient/person.

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.